Event description:
It was reported that during a laparoscopic cholecystectomy procedure, although the indicator showed that a few clips were remained, the jaw became not to open. Another device was used to complete the procedure. There were no adverse consequences for the patient. Additional information was requested and the following was received: the jaw became not to open on the tissue. Another device was fired at near the device cramping the tissue. Then the firing trigger was returned to the home position by hand and the device was removed from the patient without problem.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.